Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported that the user was receiving frequent/persistent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box revealed multiple occlusion alarms. There was no data in the black box from the time of the occlusions due to continual use. The rewind, load and prime steps were performed successfully with no alarms occurring. The force sensor calibration test confirmed the sensor was detecting the right force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).